Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a very tortuous vessel. A 4.0mmx15mmx150cm express® sd renal/biliary stent was advanced for treatment. However, during stent placement, it was noted that the stent came off the balloon. The dislodged device was successfully snared and another of the same device was used to complete the procedure. No further complications were reported.